Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level is 444 mg/dl. Customer's blood glucose was 250 mg/dl at the time of incident. The customer was treated with manual syringes and bolus from the pump. Troubleshooting was done for high blood glucose and under delivery. Customer states that auto mode was active. Customer has been using insulin pump system within 48 hours of reported high blood glucose event. The insulin pump will not be returned for analysis.